Event description:
It was reported that during a brevera procedure on october 31st the site reported that in the middle of the biopsy the driver stopped firing, the handpiece was put on and off and the system was rebooted, and a hard reset was performed. The driver at this point was making a loud grinding noise when firing and arming. Procedure had to be rescheduled and an incision was made. A field engineer examined the equipment and couldn´t replicate the problem. System was disconnected and driver assembly was reconnected and reset. The system was rebooted and the driver performed a self check without issue. System was tested and was functioning as per manufacture´s specifications.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.